Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported she had to quit her job as a result of the empty pump and return to pain. The patient has not found a physician to fill the pump. The patient was going to a clinic after the new year to determine a plan of action. It was noted that the patient does not need a refill physician; the patient needs a neurosurgeon to replace the pump. The circumstances that led to the empty pump were provided to the manufacturer. The patient had recurrence of severe leg and back pain. The patient was referred to a clinic to see if they could also have a pain stimulator to manage the pain. At the clinic the pump was interrogated and the pump was discovered empty. The patient was not due for a refill until the (B)(6) 2016. The pump had been alarming for a while. The patient did not hear the alarm because she works with watches that make noise. The patient assumed the alarm was a watch. The patient met with a doctor who put the patient back on oral medication due to withdrawal. The pump was tested at the appointment and because the pump was empty for a length of time, giving factitious readings, and because the end of life was within 2 years that it was recommended that the pump be changed. During the test, the pump rotors were moving, but because the pump was dry for a length of time if should be changed. The patient went through withdrawal around (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The consumer asked if the alarm can be turned off. The patient was told in november 2015 that the pump was not working and ¿false readings¿. The patient was trying to get the pump replaced. The patient inquired if a hospital in (B)(6) handles the pump, as the she was currently there. The patient reviewed that they did not have time to ask the hospital..

Manufacturer narrative:
(B)(4).

Event description:
Information was received from consumer in regard to a patient receiving hydromorphone 10 mg/ml at 2.598 mg/day via an implantable infusion pump. The indication for use (IFU) was listed non-malignant pain, cervical/neck, and spinal pain. The reason for the pump was a severe form of arachnoiditis ossificans. It was reported at a doctor's visit on (B)(6) 2015, the pump was read and showed it was empty and alarming. The patient did not think their pump was due to be filled until christmas of this year or later. The patient was looking for someone to help fill the pump. It was noted that the patient will see a pain management doctor to provide her orals as she went through withdrawal over the weekend. The patient experienced nausea, vomiting, cramps and is not feeling well. The patient had an appointment with their doctor for christmas time. The patient doesn't understand why or how the pump is already empty. The patient did not have a print off from their pump, but the patient did know their pump was last updated on (B)(6) 2015. The circumstances that led to the empty pump and the steps taken to resolve the empty pump were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a magnetic resonance imaging technician (hcp) and the patient. The hcp reported that the pump was not functioning and needed to be removed. When asked for the details of the problem, the patient referred to the previous reports regarding the empty pump (see previous reports for manufacturer's report # 3004209178-2015-25071). Another follow-up report will be sent if additional information is received.